Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-29-us, serial #: (B)(4), ubd: 05-jun-2021, UDI#: (B)(4). Product analysis: the valve and the delivery catheter system (dcs) were discarded by the customer therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the blood pressure dropped at 1/3-2/3 deployment as anticipated but the blood pressure did not recover at 80% deployment as expected. A partial recapture was attempted because the depth was too deep, but the valve dislodged and the blood pressure remained low. The valve was fully recaptured and removed. Additional epinephrine was given and cardiopulmonary resuscitation (CPR) was begun. The patient developed ventricular fibrillation arrest and was shocked several times. A balloon pump was placed and the patient was eventually stabilized. A balloon aortic valvuloplasty (bav) was done two times with a non-medtronic balloon to relieve the aortic stenosis (as) which was tolerated well. The procedure was aborted. No additional adverse patient effects were reported.